Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Implantation of a trident psl ha-shell. During screwing in the dome-hole-plug the screwdriver broke succinctly off. It was not possible to remove the broken part. The broken material stayed in the dome-hole-plug as the removal was unsuccessful. Implantation of a trident pe-inlay-x3 was possible as the screwdriver broke succinctly.

Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. Device evaluation and results: visual inspection of the returned device shows that hexalobular tip of screwdriver was broke off. The fractured piece was not included with the returned driver shaft. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. Examination of the returned device with material analysis engineer indicated that "material analysis is not performed as the reported device falls in the scope of CAPA." Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed as per visual inspection of the returned device which shows that the hexalobular tip of screwdriver was broken. The fractured piece was not included with the returned driver shaft. The deformation to the driver indicates the tip was deformed while the device was being used to tighten a screw. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Examination of the returned device with material analysis engineer indicated material analysis is not performed as the reported device falls in the scope of CAPA. The CAPA determined the failure mode is user related. This failure mode is observed when the driver is over torque. No further investigation is required at this time.

Event description:
Implantation of a trident psl ha-shell. During screwing in the dome-hole-plug the screwdriver broke succinctly off. It was not possible to remove the broken part. The broken material stayed in the dome-hole-plug as the removal was unsuccessful. Implantation of a trident pe-inlay-x3 was possible as the screwdriver broke succinctly.